Event description:
It was reported to boston scientific corporation that during preparation for an upper endoscopy on (B)(6) 2026, it was noted that there was hair inside the unopened bite blox package. There was no patient involvement at this time. A new bite blox was opened, and the procedure was successfully completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a1802 captures the reportable event of foreign material present in the packaging.